Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted due to failure to advance stylet. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of failure to advance the stylet/guidewire was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination of the lead found the stylet to be obstructed at the distal portion of the lead and analysis revealed dried blood in the inner coil. Electrical testing found no indication of conductor fractures or internal shorts. The cause of the reported event was due to dried blood obstructing the stylet in the inner coil at the distal region of the lead.